Event description:
Following the implant procedure, decreased pacing impedance was observed on the right atrial (ra) lead. The physician elected to monitor the patient. At follow-up, the pacing impedance did not improve. The issue was resolved by explanting and replacing the ra lead. During the procedure the insulation was observed to be damaged. The patient experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found damaged outer and inner insulation at proximal region with damaged/compressed inner and outer coils. The reported events of decreased pacing impedance and insulation damage were confirmed. The cause of the damaged insulation and coils are consistent with overtightened sutures and the reported events.